Event description:
The customer reported that he gave two steroid shots and his glucose level went low. The blood glucose reading was 40mg/dl. The customer stated that the paramedics were called and treated him. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.